Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt's mother (caller) stated they "went back into her back for the 3rd or 4th time with the same one" and when they redid the leads, the programming on the controller and leads did not match what they were before. Caller said before, one program was for the left side and the other was for the right side. Patient services asked for clarification and pt then said when the ins was initially implanted, the ins was located on their right side. Caller said the stimulation worked good until 2021, and then the ins started to shift in 2021/2022 (pt mentioned they were a dog walker so they walked/ran a lot and climbed stairs). Pt said the ins was put in at a 45 degree angle but as the ins shifted throughout the last couple years, the ins moved to a 90 degree angle and moved to over their spinal cord. Pt said the ins put pressure on their spinal cord, which really hurt and was very painful, so pt said the healthcare provider (hcp) decided to do a pocket revision and move the ins to the left side of their body on (B)(6) 2023 of this year. Pt said they used the same leads as with their previous ins but now the leads were "too short" due to where ins was located now. Pt said they were not getting any kind of stimulation now and in order to feel stimulation, they had to either press on their back where the leads were located or hunch over. Pt said (B)(6) 2023 was their first post-op, and then they met with rep again on (B)(6) 2023 for further programming as pt got a jolt from the stim. The patient was redirected to their healthcare provider to further address the issue. Patient services reviewed role of rep and provided number for hcp office to contact rep.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that patient called back and was upset with their healthcare provider (hcp) because the hcp discharged them and their implant protruded underneath their skin. Patient was walking on crutches and was in a wheelchair and had to give up their career. Patient was on file for disability because patient couldn't work anymore and patient was on pain medications. Patient's hcp moved the implant a week after and it was unsutured. The hcp recommended for the patient to massage or muscle the tissue but the patient stated their body was rejecting the implant. Patient also had other surgeries that were like that. Patient turned off the device after 2 years because of the electrical jolts. The implant would shock them even when stimulation was turned off. The implant also wouldn't charge or the implant couldn't hold a charge. Patient had suicidal ideations towards the end of the call and stated nobody wanted to hear them out and inquired if they should just jump off a bridge. Agent reviewed information and placed patient on a hold to conference crisis lifeline but patient disconnected. Hcp called from primary care provider office and confirmed the pt's complaint regarding 'electrical jolts'. The caller states the pt's doctor has 'dismissed their complaints' and caller states her facility got a call from a rep relaying the pt's issues. The caller notes the pt has traumatic brain injury that could result in memory/behavior issues. Agent provided national answering service (nas) number if caller would like to have pt in office with a rep. Patient called back and stated they have a complaint about the product in their body that is broken. They stated the hcp refused to fix it. Patient currently has no provider to look after the product in their body. Patient stated they need help now or they will be calling everyday until they get an answer they are satisfied with.

Event description:
Additional information was received from the patient. They reported that they first started to feel the jolt sensation and it would come every once in a while. Once the patient got their settings readjusted it went away. Patient would still get these jolts when they have the device turned off and on the other side of their room. The last time they had the jolt sensation was right after their pocket revision surgery in between their post-op appointment and a follow up appointment for med refills. When the patient first received their spinal cord stimulator it worked wonders. Patient was very content and was starting to come off of all their pain medication and living as close to their old routine normal life as they were used to. Then somehow their implant started to shift and it ended up directly on their spinal cord and it was 24/7 pressure and it was hurting all day long and they had a hard time charging it and even getting it to turn on because it was always looking for a device and it just wasn't connecting as well anymore. Patient s tated they helped with changing their settings and showed them a different way to try and change their implant until they could get on the surgery schedule to get a battery pocket revision. Now during this time of it shifting and trying to get it to charge and get it to give some sort of minor stimulation, patient would get maybe an hour of half hour until it would turn off. Then when they would get up they would start feeling like this electric jolt, like they got lightning coursing through their veins and it would only come on sporadically. Patient stated they would have a manufacturer representative (rep) readjust the settings and it would go away or stay in the back of their days. Then they started to become more frequent within the last 6 months before their pocket revision surgery. Now that the patient had the pocket revision and they moved it to their left side they are having an easier time charging it, but the stimulation is missing. Patient had their device turned on the first few days after surgery and then turned it off to recharge and their remote and everything was across the room them, their stimulator was off, when all of a sudden they sat up in a de ad sleep and patient literally felt as if they just stuck their finger in a light socket. At the patient's post op the rep had to readjust the original settings. Patient was trying to explain to the rep that they felt like their leads were put back in the wrong plugs due to how they weren't feeling any kind of sensation and relief. Patient was getting frustrated and they just had the rep leave their settings alone. Then when the patient went to go sit in the car they immediately got so big of a jolt that their mom was trying to turn the settings down as fast as they could while they were holding on to their seat. Patient was crying and then the whole device just shorted out. As far as the cause, rep told the patient it was not possible to have these jolts or frequent short circuits because the leads don¿t touch their spinal cord. The patient saw their healthcare provider (hcp) who checked their back and said to let it heal a few more weeks and it might be the inflammation around it. Patient kept trying to explain to the rep what they were f eeling and they texted the other reps to see if someone else might understand and could help. The rep wants them to play around with their settings and find where they work best. Because the implant is starting to protrude from their skin they need extra pillow to support the implant when charging and sleeping. Patient stated that the issue has just sat at the same pace and interval that it started. Patient stated it is annoying and it's painful. It has caused them to fall and hit their head when their legs give out from under them. Patient feels more anxious, depressed, and they are unable to work due to this issue. Patient weight fluctuates due to their stress and depression and everything else going on.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative. The rep wanted to provide an update about the patient. They met with the patient today per physician request. Patient states ¿about two times a month¿ she feels like she is being electrocuted while she is laying down and her stimulator is turned off. Connections and impedances were all normal. Per diaries, patient has used device 5% of the time. It was decided with the patient and mother and to delete all programming to allow her to assess over the next 6 weeks if the electrical shocks are coming from device. She will also allow device to completely discharge during this time. Patient's follow up appointment is (B)(6) 2024. Patient also made the comment the she had surgery on her knee two years ago and her pain has been much worse since. Due to the pain from her knee surgery, her legs always feel week and she has a hard time keeping her balance. Rep coupled new programmer to patient¿s device and ensured it was working properly. Patient will recharge device prior to appointment in (B)(6).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they have been getting 50,000 jolts of electricity that wake them up in the middle of the night. Patient stated the implantable neurostimulator (ins) was moved from the spinal cord area to the buttocks. Patient stated the ins is superficial in the skin and the ins is not working. Caller stated they have an appointment with a healthcare provider (hcp) and would like to have manufacturer representative (rep) present. Agent recommend patient consult with hcp office for next steps. Agent sent email to the reps in the area. Patient rep and patient said the issue is not resolve.

Event description:
A response was received from a manufacturer representative in regards to patient's complaint. Rep reports in clarifying patient's statement they felt as if their leads were put back in the wrong plugs and the whole device just shorted out stating patient's programming on left lead/ and right lead were switched in her controller. Rep explained this to patient and switched it back for them. Also, rep reports the cause of ns is beginning to protrude through their skin determined was due to not protruding, patient met with their physician. Furthermore, rep reports on the cause of patient being jolted was patient was having positional changes from sitting to walking which she has had before when programming turned to high, and reports patient's leads were not put back in wrong plug. Patient met with a representative and physician on june 27th, patient was put back on original programming which was helping them and why she wanted to keep device and get pocket revised. Patient will follow up with her physician for any additional follow up.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was the pt was having issues with their implanted device. Caller stated that the patient has to stand up and hold the recharger pressing into their back or lean up against the wall for it to connect and stay connected. Caller stated the therapy will turn off or turn on at random for the past 2 years. Caller mentioned that the therapy has a mind of its own and turns on all by itself. Caller also mentioned that sometimes the device is turned off and they get electrical jolts throughout their whole body. Pt stated they had all new external equipment so they did not think that was the issue. The patient was redirected to their healthcare provider to further address the issue. Agent sent an email to the medtronic representative for visibility. Pt stated the current issue had started in late 2020 to early 2021. Pt stated the implant had shifted from the pocket to rest on the spine. Pt stated after the revision surgery their sutures broke and they ended up with an infection. Pt stated their back had a fracture on the l4 and l5. Pt stated the implant is currently bulging or protruding from their skin. Pt stated had leukemia and breast cancer. Pt mentioned they are immunosuppressed and if they need an additional revision surgery, they were looking to get the implant battery replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was pain at the ins site.  The ins migrated over the spine. Moved the ins from spine to buttocks.  The issue was resolved with revision.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.